Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "anxiety due to biocell recall and lumps and pain", "capsular contracture baker grade iii ".

Event description:
Patient reported left side "anxiety due to biocell recall" and "lumps and pain on mostly left side". Healthcare professional later reported capsular contracture baker grade iii as well as bilateral exchange from textured to smooth due to concern with the product. Device remains implanted.